Event description:
It was reported to our distributor in (B)(4), that there was a vns pt with high lead impedance on their system diagnostic testing. The pt has also experienced an increase in seizures. It is unk if they are above or below their pre vns seizure rate. The pt had no seizures in (B)(6) and then 19 seizures in (B)(6). Revision/exploration surgery is scheduled for (B)(6). Their vns has been programmed off. X-rays were received for review via screen shots and not of a clarity to perform a full review. It was noted the lead pin was fully inserted into the generator header and no obvious lead breaks were seen in the portions of the lead visualized. The generator appeared to be in the left chest, three ties downs were noted securing the lead body. The strain relief bend and loop were not per labeling. There appeared to be some lead behind the generator, the filter feedthroughs appeared intact. Good faith attempts have been made for further details surrounding the reported events and thus far no further info has been attained.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death.